Manufacturer narrative:
A lead issue was reported to abbott because the patient called ts and reported that over the last 1-2 weeks his programmer was showing the message that lead 1 was shut off. The representative checked the patient's impedance and it was within normal limits in both lead 1 and lead 2. The rep attempted to create paresthesia using lead 1 but no matter where on the lead was programmed, the rep maxed out on power and patient did not feel any paresthesia. The rep was able to get satisfactory coverage to the left lower leg using lead 2. Additional information indicated that the patient had revision surgery. The l5 lead was disconnected from the axium ipg and connected to a trial cable; parasthesia was unsuccessful attempting using this method. The impedance of the l5 lead remained within normal limits pre-operatively while tested independent of the axium while connected to the trial cable. The l4 and l5 leads were connected to a new ipg and placed in the same pocket (left flank); the axium ipg was explanted and discarded (as per hospital policy). A s1 lead was then implanted and tunneled to the left ipg pocket and connected to the proclaim drg ipg. Post operatively, the patient had satisfactory parasthesia to the lower left extremity. None of the devices were returned for analysis, therefore, the results of the investigation could not be determined.

Event description:
Additional information received confirmed patient underwent a revision where the physician added an additional lead at s1 to resolve this issue.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient lost effective coverage on the l5 lead. Surgical intervention is planned to address the issue.